Event description:
It was reported by the customer that a pyxis medstation es system displayed message was drawer 6 closed. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 failed. A field service engineer swapped on main full height cubie drawer six to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.